Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving motor error alarm on the insulin pump. Customer also stated that when the insulin pump gets down to 20 units it alarms no delivery. Attempts were made to contact the customer for further information and troubleshooting however was unsuccessful. No further information reported.